Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed outside the operating theater during use. A document listing the h2o2 check was provided. However the checks are associated to 2019 and not to 2021 and the checks for this specific serial number are not documented. Thus, it is not clear if the h2o2 level is checked daily as per instruction for use. Reportedly, the customer performs daily check of peroxide level. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(6) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova (samples taken on (B)(6) 2021). There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the device will undergo deep disinfection in order to solve the reported contamination. No additional information is currently available for this specific case and the root cause could not be determined.